Event description:
It was reported that a pump got soaked in chemotherapy medication from a leak. The patient was not affected. It is unknown as to where the leak originated. There was no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: no product was returned however the pumps operators manual states if the pump is dropped, hit, or damaged by fluid leaks it may not work properly. The pump would need to be returned for functional and delivery tests. At this point there is no evidence that the pump failed to meet specifications. If the product is returned, the manufacturer will reopen this complaint for further investigation. Most likely damaged due to fluid ingression from the customer's reported chemo leak. A review of the manufacturing device history record for this device found no causes or potential causes of the customer reported failure. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.